Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: we have been provided with a picture of the affected sample. The provided picture presented the tip broken. We confirmed the reported issue. Complaint trending review is not possible to perform since no lot number has been provided. No significance trend is observed for this defect on the reported product family. Investigation conclusion: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Root cause description: minor damage in the barrel which produced breakage of the tip during handling of the product in the manufacturing process. Rationale: we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that the syringe tips of the bd emerald¿ syringes were breaking off when used with needle-free connectors. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that the syringe tips of the bd emerald syringes were breaking off when used with needle-free connectors. There was no report of exposure, injury, or medical intervention noted.